Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the trigen knee nail fractured due to ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the nail exceed the strength of the material. Deformation can be observed on the key of the nail, possibly caused by the connected drill guide. As noted in the reported complaint, the nail fractured during nail alignment, and was tight in the canal during implantation. It is possible that the drill guide was used to manipulate the nail. The interface between the nail shaft and the bone canal could have provided enough resistance that while manipulating the nail, the torsional forces exceeded the strength of the material, causing the nail to fracture. No material deviations were found in this investigation.

Event description:
Revision surgery was reported due to breakage of a nail.